Event description:
Device malfunction: premature deployment. Time of malfunction: during preparation. Symptom/ae: it was reported that the xpert stent was found prematurely, partially deployed in the package. The device was not used and there was no pt involvement. A second xpert stent prematurely, fully deployed when an attempt was made to load it on the guide wire. This occurred outside of the body and there was no pt involvement. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received. The xpert stent, part 20519-01, lot 462525, is reported in MFR#9710478-2008-00110.